Event description:
Cause of death confirmed as heart failure progressing to respiratory failure and mechanical ventilation. The investigator indicated that the reported event was unlikely related to the study device.

Event description:
Additional information received reported that during index procedure, the endeavor sprint was implanted in the 1st diag. Additional information on the cause of death was reported to be due to respiratory failure, exacerbated dpoc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death).

Event description:
The patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted. It is reported that patient death occurred post index procedure. Cause of death is unknown. The investigator indicated that the reported event was unrelated to the study device.